Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was involved in system revision due to infection with sepsis, then used as an external temporary pacemaker. Later, the temporary system was taken out of service. There were no additional adverse patient effects reported. The crt-p was explanted.